Event description:
Bedside monitor malfunction/power failure. Patient off monitor 1 hour 45 min. No alarm to alert monitor failure. Patient found with no harm, vital signs stable. O2 adequate. Biomed notified. Patient was able to be viewed from a central station. Biomed notified to repair bedside monitor.per the director clinical engineering. Investigated issue with ICU nursing staff. Had technicians verify monitor operations. According to the nursing staff, the unit (monitor) was functioning appropriately until it was discovered that the complete unit (monitor, display & alarm module) were with no power. The patient was put on a defibrillator monitor as a temporary measure to continue monitoring. The cables were checked to ensure they were seated tightly; the plugs (electrical) were removed from one set of outlets and plugged into another. The unit still could not be powered on. At this time, the decision was made to move the patient. Follow up by the on-call technician found the system was functioning normally 7 hours after the unit being off. The probable cause was that the system was overheated and failed (once the system had time to cool, the unit functioned properly) but at this time this theory cannot be proven. There is no other apparent explanation for this occurrence.